Event description:
It was reported that the subject device had a white error (e931) and did not work properly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, the reported issue of ¿e931 appears, and no white balance" was not confirmed, nonetheless, the issue reported as "the head is detached" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image could not be displayed, and the entire device was corroded internally. Based on the results of the investigation, it is likely the following led to the malfunction: the e931 error and inability to achieve white balance were caused by a deteriorated and detached coupler unit. Additionally, poor water-tightness in the cable unit resulted in the inability to display the endoscopic image, and the device was found to be corroded internally. The deterioration of the coupler unit also contributed to its failure to rotate smoothly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a white error (e931) and did not work properly. There were no reports of patient harm.

Manufacturer narrative:
Additional information: h6.

Event description:
No additional information received from customer.